Manufacturer narrative:
Correction to field e1. Initial reporter. B3. Date of event the exact date of the event is unknown, estimated. Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the fiber was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber lost laser efficiency and a perforation of the metal tip was noticed. Two more fibers were used but presented the same issue. There were no error messages displayed. The procedure was completed with another fiber. The information about the patient outcome is unknown.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the fiber was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a malfunction experience was identified, the fiber lost laser efficiency and a perforation of the metal tip was noticed. There were no error messages displayed. The information about the patient and procedure outcome are unknown.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a distal circumferential fracture (dcf) at the glass cap. The metal cap exhibited moderate detritus adhesion on its surface, indicative of prolonged tissue contacts. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified of the fiber, and the forward firing rate was below the threshold for potential patient harm. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber lost laser efficiency and a perforation of the metal tip was noticed. Two more fibers were used but presented the same issue. There were no error messages displayed. The procedure was completed with another fiber. The information about the patient outcome is unknown.